Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A healthcare professional reported that the patient whose indication for use is dystonia had bilateral globus pallidus deep brain stimulation devices. The batteries had become depleted and the patient had a return of dystonia symptoms which were severe. Both batteries were replaced because the batteries had only lasted 1.5-2 years. The patient had been brought to the operating room electively for placement of a rechargeable generator and removal of the individual non-rechargeable generators. Extensions were also revised to accommodate the new generator.